Event description:
Patient received a right primary attune to treat severe end-stage arthritis with varus alignment. The patella was resurfaced and depuy cement x 2 was utilized. The procedure was completed without complications. Patient received a right knee revision to treat pain, swelling. And instability secondary to aseptic loosening and migration of the tibial tray. Upon entering the joint, nodular synovitis was debrided from the joint. The tibial tray was grossly loose and debonded at the cement to implant interface and easily removed. Adhesions were then excised from the tibia. The femoral component and patella were well-fixed and retained. There was no reported product problem with the revised tibial insert. The patient was revised with an attune revision construct utilizing competitor cement. The procedure was completed without complications. Doi: (B)(6) 2013, dor: (B)(6) 2021, right knee.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product is received at a later date, the investigation will be updated as applicable.